Event description:
It was initially reported that when the generator was returned to the manufacturer for evaluation it was received with setting that indicated an incomplete diagnostics. It is unknown if the generator was intentionally left at those setting since the patient was being explanted, intentionally programming to those setting or if it was unintentional. It is unknown the specific date this was done, what programming system was used and who was operating the programming system.